Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-29. H6: investigation summary . Fourteen loose 10ml assembled syringes were received and confirmed to be from batch #1004833 (p/n 309605). The samples were visually evaluated. No defects were observed on eight of the samples. Three plunger rods were observed to have small black particles on several areas of the plunger rods from the knockout pins up to the thumb rest. All particles were acceptable per product specification. - 1 syringe was observed to have loose foreign matter on the plunger rod centered around the knockout pins. - 1 syringe was observed to have loose foreign matter on the plunger rod from knockout pins up to and including the thumb rest. - 1 syringe was observed to have loose foreign matter on two ribs and the neck of its plunger rod. The loose foreign matter appears to be oil from the molding process. However, fourier-transform infrared spectroscopy (ftir) performed to specifically identify the type of foreign matter observed. On all 3 samples with loose foreign matter the observed amount is rejectable per product specification. Fourier-transform infrared spectroscopy (ftir) analysis was completed on the dark material observed on the surface of the plunger rod. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely cellulose mixed with grease. Potential root cause for the foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified. Batch 1004833 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material no.: 309605 batch no.: 1004833. It was reported that the customer found some brown discoloration inside multiple syringes in the lot prior to filling.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material no.: 309605, batch no.: 1004833. It was reported that the customer found some brown discoloration inside multiple syringes in the lot prior to filling.